Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer disconnected from the infusion set site and insulin was observed exiting the infusion tubing. The infusion set was changed and insulin delivery was resumed. Shortly after another occlusion alarm was received. The cartridge and infusion set were changed. Insulin delivery was resumed. Blood glucose was 416 mg/dl. As the pump supplies were changed, tandem technical support was unable to determine a possible of the event.